Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 clinical code: removed the code for insufficient information and replaced with appropriate term/code not available (e2402) to capture infections.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "comparison of ceramic-on-ceramic bearing vs ceramic-on-highly cross-linked polyethylene-bearing surfaces in total hip arthroplasty for avascular necrosis of femoral head: a prospective cohort study with a mid-term follow-up" written by bin feng, yi ren, shilang cao, jin lin, jin lin, wenwei qian, and xisheng weng published by journal of orthopaedic surgery and research 2019 was reviewed. The article's purpose was to evaluate the clinical outcomes, health-related quality of life, and wear of the bearing surface between ceramic on ceramic (coc) and ceramic on highly cross linked polyethylene (coxpe) tha for patients of avn after midterm follow-up. Data was compiled from 99coc and 77 coxpe thas. Findings were both groups showed significant improvements in hhs scores with no difference between two bearing surfaces, no radiographic detection of osteolysis and loosening. All implants were depuy. Figure 1 provides close up radiographic images of the femoral head within acetabular cup. Depuy products: pinnacle cup, poly liner, ceramic liner, ceramic head, corail uncemented stem. Adverse events: dislocations in both groups (treated by closed reduction). Post op periprosthetic distal femoral fracture (treated by open reduction and internal fixation). Reports of noise (grinding noise, snap noise) in coc group (no treatments). Infection (treated by debridement).